Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/17/2015. The fse confirmed the leak, due to defective tubing through pinch valve pv41. The fse replaced the leaking tubing with onsite spares. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported less than 1ml of bloody fluid leaked near the mix chamber on a coulter lh 750 hematology analyzer. The leak was contained within the instrument and there were no error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.